Event description:
It was reported that the device had a tamper resist switch stuck error (error code: 132.3000.0) occurred during an infusion. The event occurred between 2301-2400. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states ¿setting up new lines for a patient and after starting them infusing (before connecting to the patient) the pump started beeping a red alarm "system error" and stopped infusing. If the pump would have been connected to the patient, then their epinephrine and milrinone would not have been infusing. Internal rl#: (B)(4)." There was patient involvement but no harm. Bd later learned after a site visit that the device was not connected to the patient yet.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error 132.3000 has been confirmed through the logs; however, it could not be replicated in laboratory tests. Laboratory tests could not replicate system error 132.3000. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the pcu, and no problems or anomalies were found related to the reported event. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. A review of the logs was conducted, and it was observed that the system error 132.3000 mentioned by the facility was recorded only on march 3, 2025, at 11:27:04 pm. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of system error 132.3000 could not be determined through physical inspection or laboratory testing, only through the logs. The device was thoroughly inspected and tested without detecting any issues. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.